Event description:
It was reported that the patient presented to the clinic with atrial fibrillation (af) and had a cardioversion. After the cardioversion, the patient was in a sinus tachycardia and then went asystole for 10 seconds. They placed the header on the device and it went to doo and then back to managed ventricular pacing (mvp) mode. Additional information was obtained from the nurse indicating that the patient's symptoms were not related to the device function and there was no device malfunction. A device check was performed which found the device functioning normally. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri45 lead, implanted: (B)(6) 2012. (B)(4).